Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances although the reported separation was confirmed. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to the patients anatomy and the patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right radial artery. The versacore guide wire was advanced; however, a spasm occurred. Medication was given and the guide wire was removed, but resistance was felt due to the spasm, and the tip of the guide wire separated in the anatomy. An attempt was made to retrieve the tip, but was unsuccessful. No further treatment has been planned. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.